Manufacturer narrative:
No actual injuries occurred but the possibility of injury was present. The threads on 1 of 2 threaded attachment pins were stripped. When the 550 lbs resident rolled against the side rail, the stripped thread let go, or pulled out, causing pin 2 of 2 to fail (snap off). Noa has improved the design of the "tall softtouch side rail" p.n 7540011bei to eliminate the need for the customer to install and perform periodic inspection and maintenance on the threaded attachment pins. The new design side rail, p.n 7540027bei has factory installed, welded, maintenance free attachment pins. The new design is currently shipping for all beds rated over 600 lbs.

Event description:
Long term care resident approx 550 lbs turned to left side for bathing and rail "snapped". Resident on floor. Admitted to hospital. No injuries were found. She was released from the hospital the next morning.